Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse checked and measured the cable tensions on patient side manipulator (psm) 2. The fse adjusted the cable tension and performed a friction test. Once tested, the fse noted that all results passed specification. The system was tested, all psm arms were confirmed and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video were provided for review. Verification via rfe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 matching the documented event details. This complaint is being reported due to the following conclusion: a recurrent psm arm issue after the start of the procedure was experienced, psm 2 was stowed and the surgeon was able to continue with the procedure using 3 psm arms with no further issue reported. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
The customer contacted an intuitive surgical, inc. (Isi) field service engineer (fse) to report that during a da vinci-assisted nephrectomy surgical procedure, an instrument on patient side manipulator (psm) 2 would not fully close at times. The fse had the customer reinstall the instrument on psm 2 with no success. Isi followed up with the site and obtained the following additional information regarding the reported event: the system, instrument, and accessory were reportedly inspected prior to use, and no issues were noted. At the time of the issue, the customer replaced the instrument on psm 2, but the issue was not resolved. The customer then moved the instrument to psm 3 and completed the procedure successfully. The customer noted that there was no issue with the instrument. The fse further confirmed through the customer that psm 2 was stowed during the procedure. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.